Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump powered on and the display screen remained blank. The pump was opened and the display was cracked. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported ink spots and cracks on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).